Event description:
Physio-control device inspection observed that the ECG quik-look function through the therapy cable was inoperative. The device was out of calibration and failed the impedance test. There was no pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the root cause of malfunction to be a physically damaged capacitor, c5. The capacitor broke free from the solder and altered the impedance sensitivity but the test mock-up device was able to shock defibrillation energy.